Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a revision was scheduled for the right atrial (ra) lead due to infinite impedance. However during the revision, the physician was unable to screw the new ra lead into the header of the current implantable pulse generator (ipg). The ipg was explanted and replaced as well to complete the operation. The new ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated foreign material on set screw. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.